Event description:
It was reported that the device had a cassette alarm found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in decontaminated condition. Visual inspection performed. Device had scratched lens, peeling downstream occlusion (dso) seal, and worn upstream occlusion (uso) seal. Functional testing performed. Customers problem was replicated. When device was turned on and a cassette was attached, it alarmed "cassette not attached properly". The root cause was not determined, but most likely due to a faulty dso sensor. Replaced the dso sensor to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.